Manufacturer narrative:
This report is submitted on march 21, 2018, (B)(4).

Event description:
It was reported that the patient experienced infection and pain at the implant site and subsequently was treated with a topical antibiotic (date not reported).